Manufacturer narrative:
(B)(4). It should be noted that in the dexcom g4® platinum (pediatric) continuous glucose monitoring system user's guide under section 6.5 sensor insertion, step 4 it states: keep pinching up on your skin with one hand. With your other hand, place two fingers under the collar. Keep your thumb lightly on top of the white plunger, and pull the collar back towards your thumb until you hear 2 clicks or cannot pull back any more. This leaves the sensor under your skin and removes the needle from your body.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, when attempting to insert the sensor wire the cannula detached from the sensor applicator. It was stated that the collar of the sensor applicator was not pulled up on. No additional event or patient information is available.